Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos soft. Guide catheter: heartrail 6f. Stent: cypher 3.0 x 23 mm, cypher 3.0 x 28 mm. Evaluation summary: analysis of the returned product noted crystallized contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter. There was a kink in the bayonet at the guide wire exit notch and a kink in the distal shaft 4.3 cm distal to the guide wire exit notch, confirming the reported kinks. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon catheter to the rated burst pressure to measure the deflation times. The reported difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. It is possible that the catheter was inadvertently manipulated in the moderately tortuous anatomy during the second advancement in the anatomy, resulting in the shaft kinking as there was no damage noted to the catheter in the inspection prior to use. The kink would then contribute to the reported difficulty deflating the balloon; however return analysis was unable to confirm this. It was reported that the shaft was noted to be kinked however it was straightened then the catheter was used for post dilatation. It should be noted the trek instructions for use states: do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported deflation difficulties could not be confirmed and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that the procedure was to treat moderately calcified lesions in the left anterior descending (lad) artery and the circumflex (cx) artery. Pre-dilatation was performed in the lad with the trek balloon, and a non-abbott stent was implanted. Intravascular ultra sound (ivus) was performed, which showed the stent fully expanded. The guide wire was then advanced to the distal cx, and after ivus, pre-dilatation was performed with the trek balloon. During deflation of the balloon, it was noted that the contrast media could not be pulled smoothly, and the balloon was difficult to deflate. Another non-abbott sent was implanted. At this time, it was observed that the shaft of the trek balloon was kinked. After ivus, the non-abbott stent was shown to not be fully dilated; therefore, the kinked area of the trek balloon was straightened, and the trek was used for post-dilatation. There were no adverse patient effects reported. No additional information was provided.